Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient had some impedance issues. Surgical intervention took place on (B)(6) 2019 during which the leads and ipg were explanted. Related manufacturer reference number: 1627487-2019-09186. Related manufacturer reference number: 1627487-2019-09188.